Event description:
It was reported that a patient underwent an unknown spinal procedure. While positioning the cage into the l5/s1 interbody space, the cage fractured into two pieces. The broken cage was removed and a new one was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination confirms the implant is fractured into multiple pieces and broken. Microscopic examination of inserter interface posterior nose identified crack emanating at the implant inserter interface. The location and nature of the fractures suggest brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.